Event description:
It was reported that the device service light was illuminated and it logged several fault codes in the memory. Physio-control evaluated the device and observed that it would intermittently power cycle on/off upon boot up. The device was not able to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and was unable to duplicate the reported fault codes or boot up failure.